Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor (gold).pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 18.0 mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.